Event description:
Hill-rom received a report from a hill-rom technician stating the brakes at the head end of the bed were not holding. The bed was located at a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters at the head end were broken (the parts inside the hex shaft hole were broken causing the brakes not to latch). Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.